Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge of a minicap device was outside of the minicap. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.